Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the issue reoccurred.